Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driver was broken when the surgeon implanted the trial implant into patient¿s right brachium on (B)(6) 2018, and surgeon could not remove the driver from the trial implant. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was 20-mins. Surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed device breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) (B)(6) humeral implant driver. Examination of the returned device confirms the breakage of the 4 screws of the lower plate. Previous complaints were received for a similar incident (B)(4). The analysis performed by r&d concluded that: - the screws are an m4 threaded countersunk hexagon socket screw. The drawing for the screw (dwg-8e070273_rev_b) specifies a hexagon depth of 2mm±0.2mm. (I.e. Maximum depth can be 2.2mm) - the notes in the drawing refers to din 7991 (a standard for socket countersunk screws) din 7991 specifies a hex depth of 1.55-1.8mm for an m4 size. This is a contradiction, allowing much less material in the cross section of the screw where the fracture occurs. The 0.4mm deviation in depth between the specifications decrease the wall thickness by 25%. Furthermore, the risk management (dva-e0702-fde rev 11) was reviewed and it did not include the failure mode identified in this complaint. The complaints were reviewed by a medical safety officer and it was concluded that there was no patient harm associated with the failure mode and the occurrence was remote. Given the low level of severity and occurrence of the failure mode no immediate actions were required and all product could be dispositioned ¿use as is¿. Based on the information received and the investigation performed, the root cause of the incident is related to product design. The discrepancy on the drawing between the standard quoted and dimensions stated will be amended and this failure mode will be included in the product risk management. These changes will be implemented through a change order. A change assessment has been created for these changes (ca n° 103322719). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The product will be placed in secured storage. H11 additional narrative: added: d2a, d2b, corrected: h3, h6 health effect (clinical and impact code), medical device problem code.